Event description:
It was reported that right ventricular (rv) lead explanted and replaced due to failure to capture and upon revision the helix also failed to retract. The patient is in stable condition.

Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. A complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.